Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
As received, the device was above elective replacement indicator (eri) level. Premature battery depletion was not confirmed by analysis. The device image was reviewed by a clinical engineer and the battery performance alert (bpa) alert was determined to be inappropriate based on historical diagnostic review. This may be due to a reset and reprogramming of the device in 2019, removing historical data the device needed to correctly trigger the bpa. However, this was unable to be confirmed as session records prior to this reprogramming were unavailable. The monthly battery voltage trend was reviewed and no anomalies were observed. Additionally, the monthly fuel gauge trend was reviewed and the current trend appeared normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was in stable condition.